Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on april 14, 2023 mentor became aware that submitted the incorrect value in g3(date received by manufacturer) of this initial report submitted on april 13, 2023. The correct value in g3 (date received by manufacturer) should have been: march 23, 2023.

Event description:
It was reported that a 49-year-old female who underwent breast augmentation revision with mentor smooth round moderate plus profile 800cc saline prostheses experienced suspected right sided deflation and left sided edema post procedure. These devices were implanted on (B)(6) 2023, the device issues were noted within twenty-four hours, and reoperation was performed on (B)(6) 2023. During reoperation the devices were removed and found to be intact. The difference in size was thought to be caused by a difference in swelling of the breasts rather than deflation. The amount of saline in the devices was altered and placed back in the patient. Reuse of the devices in this manner is contraindicated.

Manufacturer narrative:
On march 24, 2024 mentor became aware that these devices were involved in a subsequent event reported under 1645337-2024-01528 and 1645337-2024-01527. Manufacturer¿s reference number: (B)(4). On april 18, 2024 mentor became aware that it erroneously stated that their was off label use of these devices. There was no off label use. The physician simply used the devices in a manner contraindicated by the instructions for use.

Event description:
It was reported that a 49-year-old female who underwent breast augmentation revision with mentor smooth round moderate plus profile 800cc saline prostheses experienced suspected right sided deflation and left sided edema post procedure. These devices were implanted on (B)(6) 2023, the device issues were noted within twenty-four hours, and reoperation was performed on (B)(6) 2023. During reoperation the devices were removed and found to be intact. The difference in size was thought to be caused by a difference in swelling of the breasts rather than deflation. The amount of saline in the devices was altered and placed back in the patient. Reuse of the devices in this manner is contraindicated, and thus considered off label. The right sided implant was reported initially under 1645337-2023-03488. On march 23, 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).